Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer completed a preventive maintenance (pm) to address the issue. The iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
The customer believes that the cardiosave intra-aortic balloon pump (iabp) in cath lab would not fully inflate the intra-aortic balloon (iab) during use on a patient. The customer has stated that this issue has been occurring with new iabps lately. No adverse event was reported.